Manufacturer narrative:
Result: power coil cable. Foot cover.

Event description:
It was reported by service report that the bed was stuck at full height as a result of the bent foot cover catching the power coil cable and causing it to short out. No pt involvement or adverse consequences are reported.